Event description:
It was reported that this right ventricular (rv) exhibited high out of range pace/sense impedance. In-clinic provocative maneuvers were performed. No noise was observed on the rv electrogram (egm). There was minimal noise on the shock egm. Technical services (ts) was consulted and confirmed a review of the one-year rv lead trend shows a pace/sense impedance of greater than 3,000ohms with a high threshold of 2.3-4v@0.4ms. Shock impedance appears stable at 54-69 ohms, and intrinsic amplitude data shows one isolated in-range measurement of 23mv. No obvious rv egm noise was seen. In view of the out-of-range rv pace/sense impedance and high threshold measurements, ts recommended rv lead troubleshooting. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.